Manufacturer narrative:
(B)(4). D10: 11-301000 mod femoral prox locking screw 097770. 11-302102 arcos troch claw small 100mm 603640. 11-302136 arcos lateral troch bolt 36mm 814260. G2: foreign: australia. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a hip revision due to unknown reasons one year post implantation. Attempts have been made and no further information has been provided.